Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated issue occurred due to random occurrence. Customer reported that reinserted the battery but issue persisted. No harm requiring medical intervention. The insulin pump will be returned for analysis.

Manufacturer narrative:
On 06/26/2021 the customer reported a blank display. Inserted a test p-cap into the retainer ring, and it locked in place properly. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. Device was received with a critical pump error (open book image) alarm. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error (open book image) alarm. The first attempt to download crest was unsuccessful. An open book appears while holding down the go back, down keypad buttons. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the device. After plugging a known good electrical board 2 and a known good electrical board 1 into the test case, the unit booted up normally. After plugging a known good electrical board 2 into the test electrical board 1 and then into the test case, the device booted up to a critical pump error (open book image) alarm. After plugging the test electrical board 2 into a known good electrical board 1 and then into the test case, the device was able to boot up normally. During boot up, the screen displayed a pump error 63. This configuration allows the software version to be obtained and a second attempt to upload insulin pump data. The second attempt to upload pump data was successful. The formatted history file confirms both a pump error 4 and a pump error 63 (variableinfo = 9). The pump error 4 occurred on 06/25/2021 at 14:01:20, and the pump error 63 immediately afterwards. In summary, the customer¿s report of a blank display was not confirmed during testing. The critical pump error (open book image) alarm, pump error 4, and pump error 63 are due to a hardware error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.